Event description:
Received report that during renal angioplasty the doctor observed that the stent moved and stayed loose on the catheter in a wrong position. The doctor reported that the procedure was followed for delivery of the stent but immediately before the stent delivery it was observed that the stent moved from the original position. It was not possible to use the product in the patient. It was necessary to remove all the system to avoid the risk of embolization by the stent because it was "loose".

Manufacturer narrative:
A review of the complaints database reveals no other reports received on this device lot number. A follow up report will be submitted at the completion of the investigation into this event.